Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 28 x 4.00 rebel stent was advanced for treatment. However, during procedure, it was noted that the stent was crumpled up and there was damage on the struts. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.